Event description:
Staff preparing to transport infant to icn. Odor noticed by physician. Smoke noted coming from front of isolette. Infant removed without harm. Biomed took isolette for eval. Found jack on the power chassis assembly had overheated and melted. Biomed replaced subassembly to fix the unit. Also replaced same subassembly on second unit. Incident may be age related since electronical/electronic components break down over time and can malfunction. Units were purchased in 1981 and 1991, respectively. Since MFR still supports this unit, use may continue regardless of age.